Manufacturer narrative:
.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. The physician recommended non-device related surgery instead of replacing the battery.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure as the ipg was no longer holding a charge. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.